Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was broken, took out the battery but still beeped and stuck at medtronic logo. The customer reported no adverse event. The event involved product mmt-1884l.troubleshooting was performed for general documentation. The issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump immediately flashed medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump and carelink software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked end cap, scratched case, stained keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Flashing medtronic logo was confirmed during testing due to moisture damage on the electronic assembly. Unable to verify customer's complaint for audio/vibrate anomaly/absence of alarm due to flashing medtronic logo. Cosmetic damage was confirmed. Unable to download pump history files and traces was confirmed due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.